Event description:
Reportedly, the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer acknowledged that the auto-off safety feature can be extended.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.